Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to have reverted to safety core one day after the patient received multiple shocks. Since the device was unable to be interrogated, the health care professional (hcp) was unable to verify if the shock therapy was appropriate. However, the right ventricular (rv) lead was checked with both x-ray imaging and the pacing system analyzer (psa). No abnormal measurements were seen. The patient underwent a revision procedure, and this ICD was explanted and replaced without incident. No additional adverse patient effects were reported. Device return is expected.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of the device memory indicated it never entered safety mode. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to have reverted to safety core one day after the patient received multiple shocks. Since the device was unable to be interrogated, the health care professional (hcp) was unable to verify if the shock therapy was appropriate. However, the right ventricular (rv) lead was checked with both x-ray imaging and the pacing system analyzer (psa). No abnormal measurements were seen. The patient underwent a revision procedure, and this ICD was explanted and replaced without incident. No additional adverse patient effects were reported.